Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps cable broke while in use. Nothing fell into the patient and it was replaced by another instrument of the same type, without delays to the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.